Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. Follow-up and/or final report(s) will be submitted once the investigation is complete.

Event description:
The customer reported that the device was not functioning on battery power. The device would turn off after 2 shocks at 200 joules. There was a low battery indicator as the device charged up. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. Additional details have been requested.